Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead is expected to be replaced due to advisory. The lead exhibited shock lead impedance out of range measurements. At this time the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead is expected to be replaced due to advisory. The lead exhibited shock lead impedance out of range measurements. At this time the lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was explanted and replaced.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead is expected to be replaced due to advisory. The lead exhibited shock lead impedance out of range measurements. At this time the lead remains in service. No adverse patient effects were reported.